Manufacturer narrative:
Explant date: if explanted; give date: not applicable. The lens remains implanted. No indication of lens explant. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) dislocated post insertion. The customer indicated that they were unsure if the haptic was damaged out of the package or if there was a loading issue. The patient is opting out of surgery at this time and will be monitored. During follow up with the customer, she could not confirm if there was any haptic damage with the iol and stated that it is unknown why the lens dislocated. At the time of the follow up, the iol remained implanted and there were no plans to explant it. No additional information was provided to abbott medical optics.